Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found that the helix was retracted. Bodily fluid was noted in the helix housing and in the neck region. The tip and helix are intact and appeared undamaged. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. An x-ray of the terminal and tip region showed no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2017. This chronic right ventricular (rv) lead was explanted and replaced due to dislodgement associated with undersensing and high rv pacing thresholds. No complications or irreparable injuries were reported as a result of this surgical intervention.